Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. A 12mm x 2.5mm maverick² balloon dilatation catheter was used for postdilatation after deploying 2 promus element plus drug eluting stents. Upon the first inflation, the balloon ruptured at 6 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick²¿ balloon dilatation catheter with no other devices. During an attempt to inflate the balloon a pinhole leak was identified in the balloon material. The pinhole was located at 3 mm distal to the distal edge of the proximal markerband. No issues were noted with the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. A 12mm x 2.5mm maverick2 balloon dilatation catheter was used for postdilatation after deploying 2 promus element plus drug eluting stents. Upon the first inflation, the balloon ruptured at 6 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).